Manufacturer narrative:
An ocd field engineer arrive at the site and found the probe was bent outside of the wash station. Replacement of the prob and wash station and the appropriate adjustments has returned the instrument to expected operation. The customer has not logged any similar complaints against this analyzer since this incident. (B) (4)

Event description:
The customer reported that the probe dripped fluid and the dilution cup overflowed on the ortho provue analyzer. No erroneous results were reported. Probe drip may lead to dilution of sample/ reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.